Event description:
It was reported that the left ventricular lead was dislodged and no longer capturing. It was also reported that there was high unstable/unmeasurable threshold. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.